Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, there was tissue trauma and some bleeding occurred. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.